Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were having high and low blood glucose. It started three months ago where customer's blood glucose level was 69 mg/dl to 650 mg/dl. The customer stated the infusion sets have been falling off of him and the readings have been in the 600's mg/dl. When he boluses his blood sugar crash to 69 mg/dl. After the low reading his blood glucose went up in the 300's mg/dl. Customer declined to troubleshoot for their blood glucose. The insulin pump will not be returned for analysis.